Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: h6 (patient). H6 patient code: no code available (3191) used to capture the joint instability.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Added: h6(pain), h6 patient code: no code available (3191) used to capture medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(6) available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 09 aug 2019 were reviewed 26 aug 2019 for MDR reportability. On (B)(6) 2016, the patient underwent a left knee arthroplasty due to degenerative joint disease. Two depuy cement products were used during the primary operation. The surgeon reported no intra-operative complications. On (B)(6) 2017, the patient underwent a left knee revision due to instability, tibial tray loosening, loosening of the patellar component. The surgeon noted the tibial tray was loose at unknown interface. The patella component was noted to be loose around the edges, but no interface provided. The femoral component was well-fixed. The surgeon reported no intra-operative complications. Three depuy cements were utilized during the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2017, (left knee)